Manufacturer narrative:
Device received with cracked lcd display window corners noted. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test, occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No anomaly noted during testing. No motor error alarm during testing noted. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the buttons sometimes would stick. The customer mentioned that the screen had one severe scratch and several small scratches. The screen was hard to read and had lines or characters on screen that would appear and disappear. The insulin pump had rejected new batteries, had constant random and unexplained no delivery alarms. The battery casing has chipped, and the motor was louder. The device will not be returned for analysis.